Event description:
"Dealer states that the end users wife is stating that the brakes have already been adjusted and still need to be readjusted on the left side and the star shaped bolt broke off and she doesn't feel its safe for her husband to use." No alleged injury.